Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. Analysis of the device memory had an observation relating to the at/af detection with rapid ventricular response. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had received a clinician-described inappropriate shock for atrial fibrillation with rapid ventricular response (af w/rvr) while the patient was working out. The implantable cardioverter defibrillator (ICD) had detected the af w/rvr episode as a ventricular tachycardia (vt) event. Reprogramming of the ICD was completed and the device remains in use. No further patient complications have been reported as a result of this event.